Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe with bd precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd syringe with bd precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: three photos were returned for investigation and observed foreign matter (fm) in syringe unit package. Fifty-three actual samples in sealed packaging were returned for investigation. Several round brown/black particles were observed inside the syringe barrel and unit packaging on all (B)(4) actual samples. Jagged holes on the bottom web were also observed. Brown/black particles inside syringe barrel and unit packaging. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: pest control report for the month of (B)(6) 2017 had been reviewed and there is no sign of pest infestation at our manufacturing facilities. The brown/black particles could be due to pest infestation. The particles could have been brought into package when the pest bite the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before being distributed to the customers¿ premises. The non-conformance occurred out of the manufacturing facility.